Manufacturer narrative:
One 72203160 flexible curved twist drill (2.6mm) for 2.3mm suture anchor used for treatment, was returned for evaluation. The drill has broken at the distal end. The breakage is where the spiral drill tip is welded to the hollow stranded flex cable. It is consistent with a compromised weld. The flex cable beginning to fray is aligned with being run in reverse. Force was a factor. The instrument is intended to flex but not bend. The flex cable composition is reactive to inadvertent torque overload (sudden starts and stopping or switching between forward and reverse rotations), twisting and bending. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Event description:
It was reported that during the procedure, when the surgeon was drilling through drill guide and the drill was pulled out, the drill was hard to pull back out and the tip of the drill broke. The broken piece was removed from the patient. A backup device was available to complete the procedure with no significant delay or patient injuries.